Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-18479. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.